Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) experienced intermittent telemetry with two different programming heads. After several attempts, the ipg was fully interrogated. The ipg remains in use. No patient complications have been reported as a result of this event.